Event description:
During review of the data log, found that error 51 occurred three consecutive times. Error 99 was found as well. The speaker/flex ic was replaced. Cleaned and post repair tested device with known good power cord. After repair, device was found to meet specification.